Event description:
It was reported that a patient's insertable cardiac monitor (icm) presented with false episodes of atrial fibrillation due to the icm over-sensing. No changes were reported. There were no patient consequences.